Event description:
Clinical study. It was reported that 1507 days after a coronary artery stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.25mm, 95% stenosed, 12.0mm long portion of the 1st obtuse marginal (1st om). The physician treated the lesion with pre-dilatation and placement of a 2.25 x 16 mm express2 monorail study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1507 days post index procedure, the patient experienced a mi. No other information is available. In the opinion of the physician the relationship of the device to the mi is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.